Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that when the anchor was implanted, the driver broke leaving a "metallic shine", in addition to the anchor itself, in the patient's wrist. Due to this event, the surgery time was extended. Currently, no revision surgery is scheduled. Should the fragment disturb the patient, a revision surgery will be scheduled. No further information has been made available. Update 07-sep-2020: "metallic shine" was meant as metallic fragment.